Event description:
It was reported that the patient underwent an anterior cervical spinal fusion. Approximately 2 years post op it was reported that the patient developed allergies and is having some dermatology issues due to a possible reaction to the titanium plate. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.